Event description:
It was reported that during a routine device change out the port plug could not be connected to the connector. After multiple attempts and using a different port plug the pulse generator was successfully implanted. The patient's condition was good throughout the procedure.